Event description:
The customer reported that during a hysterectomy, the device was sticking to vessels after sealing and could not be released from tissue. The surgeon pulled the device away tearing some tissue which resulted in bleeding of approx 800 cc. No transfusion was required. Another device was used to continue the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.